Manufacturer narrative:
Other, other text: h2: additional information: see b3. H3: one medfusion pump was received in good condition with no appearance of any physical damage. The event history log was reviewed and there was a bade hardware failure and there was a failed code 24.000. The power up process was conducted and base hardware failure was found at power up. The interconnect board of the pump does not operate as intended. The interconnect board will be replaced to resolve the issue.

Event description:
Information received a smiths medical syringe infusion pumps/medfusion 4000 pumps malfunctioned. Out of box failure medfusion 4000 pump failure system advisory: base hardware failure. Also it would not charge the battery. No patient adverse events reported.